Event description:
It was reported via repair work order that the bed did not have any power due to a malfunctioning power supply. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.